Manufacturer narrative:
Device has not been returned for eval. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the complaint files confirmed that this lot has not been reported previously. All available info has been placed on file for use in tracking, trending and follow up.

Event description:
It was reported that on (B) (6) 2009, a pt underwent low anterior resection with diverting loop ileostomy and splenic flexure mobilization and external hemorrhoid extension where gore seamguard bioabsorbable staple line reinforcement material was used. The pt did well post operatively, however, he was admitted to the ER on (B) (6) 2010 with lower abdominal pain and back pain. A cat scan revealed the presence of a presacral abscess due to an anastomotic leak. The pt underwent a drainage of the abscess via the transrectal route on (B) (6) 2010. The abscess was successfully drained and a catheter was left within the abscess cavity. The pt was discharged home in stable condition on (B) (6) 2010.